Manufacturer narrative:
(B)(4).the actual sample was received in reference to over prime-leak out of patient line. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was visually inspected with solution noted throughout set. The set was placed on the homechoice (hc) machine for priming with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This is report 2 of 11 associated with this issue.the sample has been reported to be available for evaluation and has been requested. (B)(6).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter to report cassettes were leaking from the patient's line. During a follow-up with the home patient (hp), it was revealed that the patient line leaked when he was priming the homechoice (hc) machine; it drips right where the patient should get connected. The hp also stated that it leaks for a little bit after they get connected, right at the connection site. They are not sure why this keeps occurring. The hp stated that the therapy had been going well otherwise. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the caregiver (cg) regarding the overpriming issues, it was revealed that the issue has not been resolved yet. The cg stated that she has gone through (B)(6) cassettes so far, and these leaked from the top during priming also. The cg denied stacking bags on top of each other. Upon explaining about the height of the tubing during priming, the cg stated that she did not know she had to verify that the height of the patient line had to be at the same level as the top of the heater bag during priming; however, the cg could not confirm that the height of the tubing was not appropriate during any of the above events. The cg had discussed the issue with the nurse, who was not sure of the cause either. Product surveillance suggested the cg to have the nurse observe them perform priming, so the nurse can verify that proper procedures are being followed. The cg was also advised to call the toll free number located on the hc cycler, when they have issues with therapy. The cg did not notice any defects on the cassettes. Per cg, hp is doing fine and continuing therapy. No patient injury or medical intervention was indicated. No further information was provided.